Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged. Additional information indicated that the lead dislodgement was discovered upon follow up visit with x-ray and there was no other symptoms noted. This ra lead was repositioned successfully. No additional adverse patient effects were reported.